Event description:
During a device replacement, the physician had difficulty removing the is-1 connector from the ICD header. Two days later, noise was detected and an aborted shock took place. The patient was re-opened and lead damage was observed. The lead was explanted and returned for analysis.